Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part # 314.116. Synthes lot # 6760107. Supplier lot # n/a. Release to warehouse date: dec 06, 2011. Manufactured by: synthes monument. No ncrs were generated during production. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the plate removal surgery for distal fibula with the products in question. The tip of the screwdriver broke off when removing a 3 or 5 mm locking screw with the relevant product on fibraplate removal surgery. One 3. 5 mm locking screw could not be extracted because a piece of the broken screwdriver tip remained in the screw head. The plate was removed by dropping the screw head with carbide. The surgery was completed successfully over 30 minutes delay. Concomitant device reported: unk - plates: trauma (part# unknown; lot# unknown; quantity: unknown). This complaint involves two(2) devices. This report is for one (1) scrdriver shaft 3.5 t15 self-holding f/a. This is report 2 of 2 for complaint (B)(4).